Event description:
It was reported that the patient was having issues with maintaining charge. When the manufacturer's representative went to interrogate the implantable neurostimulator (ins) with the clinician programmer, messages to charge the ins sooner and "position trend suspect" were received. Recharge statistics showed the patient charged up to 100% every time, but it was reported that, "as soon as he used it for 10-15 minutes, it depleted." The patient recharged every day. The patient knew it depleted because "the battery would go from being black to nothing on the implantable neurostimulator recharger (insr)." This issue had been going on since the implant on (B)(6) 2014. (Previous battery issues were reported in the manufacturer's report #3004209178-2014-01255.) It was further reported that the patient would have an appointment with the manufacturer's representative three days after the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013-, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).